Event description:
Customer states the use by date on the aviva test strip vial label is 07/31/2010; manufacturer's batch record confirmed the actual use by date to be 07/31/2008. No adverse event reported. Requested return of product, replacement sent.